Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a heart cath procedure using a 6f sheath. Reportedly, the proglide sutures did not fully achieve hemostasis. A non-abbott device was used to achieve hemostasis. Approximately one hour post procedure, the patient complained of leg pain and it was noted that the patient had a "cold leg". The patient was taken for cut down surgery to restore flow to the leg. During the cut down surgery, it was found that the non-abbott device (foot plate and collagen plug) was inside the lumen of the common femoral artery. It was determined by the vascular surgeon that the cold leg was not related to the proglide device. There was no reported adverse patient sequela due to the proglide and no reported clinically significant delay in the procedure or therapy. No additional information was provided.